Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed that the display was discolored. Unrelated to the display issue, investigation revealed that the pump was scratched in multiple areas and the audio bolus button cover was torn. The bolus button responded normally to button presses. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was discolored. This report is made based on results of investigation completed on (B)(6) 2015.